Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# 0210897195, implanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, lot# 0210897194, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's stimulation suddenly stopped working on (B)(6) 2017 after working perfectly for three months. The patient was implanted for essential tremor and had good outcomes after implant, but now they experienced a return of essential tremor symptoms. After implant, the ins was programmed to c+, 1- at 2.9v, 60 usec and 150 hz on one side and c+, 9- at 0.9v, 60 usec, and 150 hz on the other side. The patient was turning stimulation off at night. No environmental, external, or patient factors contributed to the event. Impedances were checked and were measured to be normal. The hcp tried reprogramming the ins to try all contacts and tried changing the amplitude, pulse width and rate, but there was no outcome. A cerebral scan was ok and the leads were calculated to be in the right position. The system connections and the patient's blood were checked, both were found to be okay. The ins battery was okay at 3.0v. The deep brain stimulation (dbs) system was implanted and out of service. No surgical intervention was taken and it was unknown if any was planned. The issue was not resolved and the patient was alive with no injury.

Event description:
Additional information received from a manufacturer representative reported the cause of stimulation not working suddenly was not determined and the patient did not have any side effects. The main problem was the patient had electrical sensations around the device and pain localized near the implantable neurostimulator (ins) connection. The electrical sensations and pain was present if the ins was off, if the ins was turned on and stimulation was increased, no present before (B)(6) 2017, and was not dependent on the electrodes programmed. Due to the electrical sensations, the patient's health care provider (hcp) stopped stimulation. The patient's symptoms had returned due to stimulation being off. Prior to stopping stimulation, the hcp tried reprogramming the ins using all electrode possibilities. Variable efficacy was noted when testing electrode possibilities. Efficacy was not regained with electrode one in monopolar mode or electrodes 0, 1, and 3 in bipolar combinations. Efficacy regained with electrode 2 in monopolar mode at 3.5v, 60 usec, and 180 hz was short lived. Efficacy was lost with electrode 2 in bipolar mode. Additional tests resulted in temporary efficacy that lasted hours. Electrode impedances were checked and they were within normal range. The manufacturer representative no ted that there may be an impedance problem on the right side since therapy impedance was measured to be 1553 ohms; however, the patient's symptoms were well controlled on the left side with 1.1 v. On 2-17-03-31, the ins was programmed to c+, 2- at 3.5v, 60 usec, and 160 hz on the right side and and c+, 9- at 1.1v, 60 usec, and 160 hz on the left side. The ins battery was measured to be 3.0v. No actions or interventions were taken or planned yet and the issue was not resolved. No further patient complications were reported. The patient's indication for use is essential tremor.

Event description:
Additional information received from a manufacturer representative reported the cause of stimulation not working suddenly was not determined and the patient did not have any side effects. The main problem was the patient had electrical sensations around the device. Due to the electrical sensations, the patient's health care provider (hcp) stopped stimulation. The patient's symptoms had returned due to stimulation being off. Prior to stopping stimulation, the hcp tried reprogramming the implantable neurostimulator (ins) using all electrode possibilities. Electrode impedances were checked and they were within normal range. The manufacturer representative noted that there may be an impedance problem on the right side since therapy impedance was measured to be 1553 ohms; however, the patient's symptoms were well controlled on the left side with 1.1 v. On 2-17-03-31, the ins was programmed to c+, 2- at 3.5v, 60 usec, and 160 hz on the right side and c+, 9- at 1.1v, 60 usec, and 160 hz on the left side. No actions or interventions were taken or planned yet and the issue was not resolved. No further patient complications were reported. The patient's indication for use is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.